Event description:
On 9/15/1999, the MFR (MFR.) Received medwatch report #450610-99-04 from the facility that states the following: pt had device inserted in 1999 for chemotherapy. The device was leaking. In 1999, the pt had removal of dysfunctional right subclavian device with replacement of new right subclavian device. Upon removal, it was noted that there were two (2) slits which were longitudinal from trauma between the clavicle and first rib. No further details were provided. On 9/16/1999, the MFR's rep contacted the facility's risk management liason to arrance for return of the device to the MFR. For analysis; however, she was informed that they facility would have to obtain consent from pt to release the device to the MFR. For analysis. Verbal consent was obtained; however, they have to wait for the pt to return the written consent to the facility. Additionally, the facility's risk management liaison stated that the lot number of the device is lot# 14661. On 10/13/1999, the MFR's rep attempted to contact the facility's risk management liaison for status on the return of the device for analysis; however, she was not availabile and would not be in the office for a week. No further details are available at this time.